Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular lead presented to the hospital following a syncopal episode. Review of stored device memory revealed noise on the rv channel that was over sensed resulting in four seconds of pacing inhibition. Noise was able to be reproduced with patient isometrics and was felt to be muscle noise. Programming changes were made and no further episodes of noise were over sensed. No additional adverse patient effects were reported. This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.